Manufacturer narrative:
The lvad was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient was 1a due to vad infection and underwent heart transplant with vad explant on (B)(6) 2014.

Manufacturer narrative:
The reported event of a pump infection could not be correlated to the lvad. Examination of the pump blood-contacting surfaces found no adhered depositions or thrombus formations. In addition, visual inspection of the pump bearings and bearing cups found no anomalies. Examination of the percutaneous lead found it to be unremarkable and an electrical continuity test of the lead did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and operated on a mock circulatory loop and functioned as intended. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.